Manufacturer narrative:
Concomitant medical products: dtba1q1 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation in certain configurations since implant. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.